Manufacturer narrative:
An internal investigation was performed for a false positive cefoxitin screen (oxsf) result for staphylococcus aureus when using the vitek® 2 ast-p652 test kit. A review of the raw materials, in-process materials, and the manufacturing processes did not show any complaint lot specific factor that could cause an increase false positives. There does not appear to be an instrument performance or maintenance issue, product stability, nor a measurement or standardization issue. Although the software version 8.01 increases the reading time and theoretically could increase the false positive rate, studies show the rate is well within performance requirements. It should also be noted that a certain degree of organism variability can lead to false positive cefoxitin screen results. These deviations are captured in the performance characteristics of the cefoxitin screen test. A review of the test method identified risks for contamination associated with ancillary components used in the test method that can cause false positives and was shown to be the case in previous investigations. The 8.01 cefoxitin screen analysis modification may exacerbate the impact of contamination. Finally, a heightened awareness in the field due to multiple field communications involving 8.01 and cefoxitin screen testing , may have resulted in an increased rate of complaints even if the overall false resistance rate was the same. The complaint rate will continue to be monitored and any adverse trend will be investigated. In addition to the testing done by biomerieux, it should be noted that to this point, no customer isolate submittals have generated the same initial false positive oxsf result. Furthermore, the false positive results are not replicated at either biomérieux or at the customer sites. Info 4040, good vitek®2 testing practices was published 25sep2018 in order to assist local customer service with customer troubleshooting.

Event description:
A customer in (B)(6) notified biomérieux of a false positive cefoxitin screen (oxsf) result for staphylococcus aureus when performing antibiotic susceptibility testing for testing two patient strains using the vitek® 2 ast-p652 test kit (reference 421857), lot 8020912103, with vitek® 2 v08.01 software. The customer reported obtaining the following results: expected strain ID: staphylococcus aureus. Initial vitek 2 ast-p652 card: cefoxitin screen - positive. Alternate test method: cefoxitin disk diffusion - diameter > 22 mm. Alternate test method: rapid pbp2a - negative. The customer reported that the cultures used for vitek 2 card testing were pure, and not contaminated with other species. The customer reported that no repeat testing was performed; and that they always perform testing with alternative techniques. The customer did not provide any further information regarding their set-up process. The customer reported that there was no delay in reporting results, and that no patient was harmed or treated incorrectly. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. An internal biomérieux investigation will be initiated.